Event description:
It was further reported that the patient underwent a CABG x 1 consisting of a reverse saphenous vein graft to the 2nd obtuse marginal branch and was discharged 5 days post the CABG procedure.

Event description:
It was further reported that only 1 CABG procedure was performed. The CABG procedure was performed 67 days post the index procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient identifier: (B)(6). Device is combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). It was reported that following a coronary stenting treatment procedure, the patient presented with unstable angina. The index procedure treated the 99% stenosed, 3.5x30mm target lesion located in the proximal left circumflex (lcx) artery. Treatment consisted of pre-dilation, the placement of a 3.5x32mm taxus liberte stent and post dilation resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. In (B)(6) 2010, the subject was admitted with angina pectoris and in-stent restenosis was found in the study stent. Five days later, the patient was treated with CABG to the target vessel. Per the physician, the event was listed as "related" to the study stent.

Manufacturer narrative:
Additional information: describe event or problem. (B)(4).

Event description:
It was further reported that an additional CABG procedure was performed 62 days post the index procedure. The patient was treated with CABG surgery bypassing the left circumflex artery. The previously reported CABG x 1 procedure, consisting of reverse saphenous vein graft to the 2nd obtuse marginal branch, occurred 67 days post the index procedure.